Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented feeling dizzy, tired and unable to use stairs or walk more than one block. The patient had been in a car accident, the dizziness began after the accident. The patient had been seen in the clinic eight days ago and programming changes were performed, but did not relieve the patient's symptoms. Testing was performed and loss of capture on the unknown right atrial (ra) lead and unknown right ventricular (rv) lead were confirmed. As insulation damage of the leads was suspected, the output was increased to accommodate the high threshold measurements. After the reprogramming, the patient immediately began to feel better. No adverse patient effects were reported.